Event description:
Complainant alleged that while treating a patient (age unknown) the device displayed "system fault 36" and "defib fault 72" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.